Event description:
It was reported that the patient experienced muscle stimulation in the upper chest area. The pulse generator was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.